Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate high issue, a low battery indicator warning, a power issue (not turning on), and an "er1" warning issue with her one touch ultramini meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter reading inaccurate high and giving the battery indicator warning began on (B)(6) 2011, at 9am. The patient obtained a glucose result of "320 mg/dl" on the subject meter, which she felt was inaccurate high compared to her feelings/normal values. The patient could not recall results obtained the day before. She claimed that she woke up on (B)(6) 2011, at 7:30 am feeling "woozy, head hurting, hands shaking and blurry vision", and was unsure if those symptoms were indicative of hypoglycemia or hyperglycemia. The patient stated that she manages her diabetes with a combination of humulin r (6-8u/3x day) and glyburide (5mg/3x day), and due to the alleged inaccurate high result, on (B)(6) 2011, at 9:10 am, she administered an increased amount of humulin insulin (12u). The patient reported attempting to test again, but that's when she encountered the battery indicator warning. She also reported that the alleged issue with the subject meter, not turning and the "er1" warning allegedly began on (B)(6) 2011, between 9:30-9:45 am. The patient informed the cca that after replacing the meter's batteries due to the earlier battery indicator, the meter would not power on and also gave the error. She claimed by 10:10 am, after the alleged issue stated she felt "nauseated, legs were weak and vision blurry", which she associated to a hypoglycemic state. The patient reportedly self treated with juice at 10:30 am and stated feeling better after drinking the juice. There was not another device available at the time of the concern. During the initial call with customer service, the agent noted that the patient was using good unexpired test strips and there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow-up #1 (12/13/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k061118.